Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and had sufficient insulin remaining in cartridge. There was no adverse impact to the customer's blood glucose level. Customer first tried reloading same cartridge without success, then, after cleaning pneumatic tap area as instructed by technical support and being guided through proper technique to fill and load new cartridge, successfully loaded replacement cartridge and resumed insulin delivery.